Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7077778. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 31406843.

Event description:
It was reported that the patients leads were protruding through the skin. The patient underwent an explant procedure. The explanted leads and anchor were not returned as they were kept by the medical facility.